Manufacturer narrative:
A patient sample was received for investigation. The investigation did not identify a specific interfering factor present in the patient sample. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The patient samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient on a cobas e 801 module. The doctor questioned the patient's multiple high troponin t hs results from separate samples as they do not match the clinical picture suggested by the patient's other normal cardiac testing results. On (B)(6) 2023, the troponin t hs result was 10 ng/ml with flag. On (B)(6) 2023, the troponin t hs result was 9.9 ng/ml. On (B)(6) 2023, the troponin t hs result was 6.95 ng/ml. On (B)(6) 2023, the troponin t hs result was 6.97 ng/ml. On (B)(6) 2023, the troponin t hs result was 6.15 ng/ml. On (B)(6) 2023, the troponin t hs result was 5.40 ng/ml. On (B)(6) 2023, the troponin t hs result was 6.24 ng/ml.